Event description:
Customer reported experiencing a high blood glucose level of 504 mg/dl, although the suspected cause remained unknown. The situation was managed by the customer administering a correction bolus via the pump, inspecting various components of the insulin delivery system with no issues found, and confirming proper insulin storage and use. Technical support recommended consulting a healthcare professional and advised replacing supplies as necessary.